Event description:
It was reported that, at refill, the reservoir was expected to contain 7.2ml, but 13.5 ml were found. At the patient's prior refill, in february, the reservoir was expected to contain 5.5ml, but only 1ml came back. That same time, there had also been resistance when trying to fill the pump with more than 37ml of medication, so only 37ml were injected. It was noted that the full 40ml of the medication was injected during the refill at the time of report. The refill that took place in november had no discrepancies. It was stated that the patient had been having more spasms recently, but the reporter felt it may be related to disease progression. The reporter stated that the patient seemed okay and he didn't appear as though he had received that much less medication. The device system was infusing morphine and compounded baclofen.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).